Manufacturer narrative:
Added: patient's weight. Corrected the event description. Added patient¿s medical history. Added the patient¿s medications: proventil, xanax, lexapro, levothyroxine, prilosec, ambien, vitamin b12, and flonase. Corrected the conclusion code.

Event description:
It was reported the cause of the event was an embolic shower. The patient was reportedly treated by using antiplatelet, antihypertensives, and physical/occupational therapy. It was reported the paralysis has not resolved completely, but the patient's functional status has improved "the patient continues to regain function of the left upper extremities".

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, a patient was treated for a pre-existing rupture in the thoracic aorta with a conformable gore® tag® thoracic endoprosthesis. Prior to the procedure, the patient underwent a left common carotid-to-left subclavian artery bypass. No issues were reported with deployment of the gore device and the patient tolerated the procedure. It was reported the device was implanted successfully. On the same day, the patient reportedly woke up with stroke symptoms. The patient's condition is unknown.